Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat#; 1650de; exp. Date: 04/30/2016; mfg. Date: 04/30/2015; (B)(4)-battery issue. Received date: 12/14/2016. Battery/(B)(4); cat#; 1650de; exp. Date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4)-battery issue. Received date: 08/22/2016 battery/(B)(4); cat#; 1650de; exp. Date: 04/30/2016; mfg. Date: 04/30/2015; (B)(4)-battery issue. Received date: 12/12/2016. Battery/(B)(4); cat#; 1650de; exp. Date: 03/31/2016; mfg. Date: 03/31/2015; (B)(4)-battery issue. Received date: 12/14/2016. Battery/(B)(4); cat#; 1650de; exp. Date: 09/30/2015; mfg. Date: 09/30/2014; (B)(4)-battery issue. Received date: 12/14/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was hospitalized for an unrelated event and a review of his controller log files suggested possible power switching.  The site was unable to provide information as to the battery capacities at the time of the event.  The event could not be reproduced by manipulating the connections and/or cables.  No damage to the controller or its' power connections was reported. A preliminary review of the log files revealed one power up and pump start event during the reported timeframe. The controller and five of the patient's batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. A controller (B)(4) and five batteries (B)(4) were returned for evaluation. The battery, (B)(4), was initially returned to a heartware facility on 12/14/2016, but remains unaccounted for. An investigation was opened under ncr-17023 to determine the whereabouts of the device. As a result, the unit is unavailable for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4)'s manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller and four batteries (B)(4) revealed that the units passed visual examination and functional testing. Failure analysis of the returned (B)(4) revealed that the battery passed visual examination but failed functional testing due to a high max error. This is an additional observation not related to the reported event. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the flashing red can be attributed to a battery that is out of calibration. Log file analysis revealed that the controller in use, (B)(4), during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. After further review of additional information received have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hospitalization was checked in error.-outcome is not attributed to an adverse event additional battery added for this event: battery- (B)(4). Catalog # 1650de; exp. Date 04/30/2016 returned to manufacturer on 12/14/2016 MFR date: 04/27/2015 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that this event was also associated with con211656, bat207300, bat207302, bat211874 and bat205707 and not associated with bat207761 or bat200434. Preliminary analyses of the devices appear to confirm the reported events for con211656, bat211874 and bat205707; but were not confirmed for bat207302 or bat207300. Battery bat207761 and bat200434 were removed from this complaint as they are not associated with this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.